Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-01994, 3005099803-2012-01879, 3005099803-2012-01880, and 3005099803-2012-01881 address these devices. It was reported to boston scientific corporation that four resolution clips were used on (B)(6) 2012 during a colonoscopy procedure for a bleed. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01994) was locked onto the tissue and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue and withdrawn from the patient. Three additional resolution clips (mr # 3005099803-2012-01879, 3005099803-2012-01880, and 3005099803-2012-01881) were used, but a similar issue occurred; the three clips were difficult to release. However, after some manipulation, the physician was able to separate the clips from the delivery catheter and each remained attached to the target tissue. The procedure was completed after placing three resolution clips. Several hours post procedure, the account realized that the patient was still bleeding. Upon checking the target site, the three clips, which were able to be released, had subsequently detached from the patient's tissue. The bleed was treated with additional resolution clips. The current condition of the patient is listed as fine.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-01994, 3005099803-2012-01879, 3005099803-2012-01880, and 3005099803-2012-01881 address these devices. It was reported to boston scientific corporation that four resolution clips were used on (B)(6) 2012 during a colonoscopy procedure for a bleed. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01994) was locked onto the tissue and deployed, but it failed to release from the delivery catheter. The clip was pulled from the tissue and withdrawn from the patient. Three additional resolution clips (mr # 3005099803-2012-01879, 3005099803-2012-01880, and 3005099803-2012-01881) were used, but a similar issue occurred; the three clips were difficult to release. However, after some manipulation, the physician was able to separate the clips from the delivery catheter and each remained attached to the target tissue. The procedure was completed after placing three resolution clips. Several hours post procedure, the account realized that the patient was still bleeding. Upon checking the target site, the three clips, which were able to be released, had subsequently detached from the patient's tissue. The bleed was treated with additional resolution clips. The current condition of the patient is listed as fine.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed. The clip assembly was not returned for analysis. Additionally, the control wire was separated per design; however, a kink was present. The oversheath and sheath grip were not returned. The reported event of clip difficult to release was not able to be confirmed through product analysis. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4): clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.